Event description:
The customer's spouse reported via telephone call that the customer had a low blood glucose of 23 mg/dl. The paramedics were called and treated the customer with a d-50 shot and sugar and the blood glucose began to rise. The customer was also given food and drink. The customer was treated by the paramedics and released and was not hospitalized. The customer had been off of the insulin pump for 2-3 hours before the call for paramedics. The spouse reported that the blood glucose had dropped suddenly and did not know what led to the low blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.